Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving dilaudid (10 mg/ml) at 0.49 mg/day via an implantable pump. Indications for use included non-malignant pain and other non-malignant pain. Medical history and concomitant medications were not reported. On an unspecified date in 2013, the patient's nurse went on vacation and the patient was told they would have enough time before the pump went completely empty, but they did not. It was noted that the patient went through withdrawal. The patient stated that they had a hard time hearing the alarm, so they couldn't tell if their pump was alarming or not; it was unknown if others could hear the alarm. When the patient's nurse came back, the pump was filled. Additional information regarding the date of withdrawal resolution, actions/interventions with regard to the withdrawal, presence of a pump alarm, ability to hear pump alarm, and duration of empty pump was requested. If additional information is received, a follow-up report will be sent. [There was additional information reported that was not relevant to this event and therefore was omitted; see pe# (B)(4) - lost 4 molars, back pain and pe# (B)(4) - withdrawal with dose decrease in (B)(6) of 2015]